Event description:
A customer contacted beckman coulter (bec) reporting that the probe of the coulter ac*t differential hematology analyzer was dripping at the end of the startup cycle. The volume of the leak was approximately two (2) drops and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the probe rinse block was leaking. The fse found that the diluent filters required replacement. The fse replaced the diluent filters. No further evidence of leaking was observed. Failure mode: the cause of the leak was related to the diluent filters. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).